Event description:
It was reported the balloon could not be inflated during procedure. It was reported that the balloon was tested for inflation/deflation during preparation and it had worked as intended. No pt injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire stuck inside the catheter. The guidewire was found broken into two segments inside the catheter. Analysis of the cross section at the break point could not determined the cause of the guidewire failure. (B)(4).